Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. The device remains implanted in the patient.

Event description:
It was reported that a patient was involved in a motor vehicle accident and developed severe shoulder pain. X-rays show possible humeral component loosening. A CT scan showed superomedial cortical loosening along the humeral component. The revision was completed with sequelae.

Manufacturer narrative:
The reported event could not be confirmed since the involved device were not returned for evaluation and no other evidences were provided. Only elements were provided based on the reported data in the clinical study. Since some data were provided, the opinion of a medical expert was sought and stated as following: "the reported accident may have caused soft tissue damage/ and or muscle weakness, leading to subsequent instability". "The final partial revision was an exchange of the humeral tray and inlay to address an instability of the shoulder. The stem was left in place. The surgery did not address cortical loosening". "This definitively is off-label use (...) That could lead to early failure of the prosthesis". In this case, the patient conditions may have contributed to this event ("patient was in a motor vehicle accident and developed severe shoulder pain¿). But, it was also reported in the clinical study that competitive glenoid components were implanted with the humeral compatible tornier components. As a reminder, the instructions for use clearly state that the association of the tornier flex shoulder system humeral components with other glenoid components than those recommended in the IFU, must not be used ("combinations of components: the tornier flex shoulder system in reversed configuration must be used in association with the aequalis reversed, aequalis reversed ii glenoid implant or tornier perform reversed augmented glenoid system"). Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an off-label use (components incompatibility). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the devices are returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a patient was involved in a motor vehicle accident and developed severe shoulder pain. X-rays show possible humeral component loosening. A CT scan showed superomedial cortical loosening along the humeral component. The revision was completed with sequelae.